Event description:
It was reported the pt is not receiving effective stimulation. The pt reports he cannot turn the stimulation as high as he wants it, because it runs his ipg battery down to quickly. Pt is consulting with his physician regarding an ipg replacement. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Recall numbers 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.